Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was unable to connect with the patient controller or clinician programmer following the implant of their device. Troubleshooting attempts were made and the ipg was successfully connected to the clinician programmer as well as the clinician programmer. Reportedly, effective therapy was established.